Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2012, during an elevate implant procedure, the left distal anchor on the mesh was placed. The mesh was "tugged/pulled out to place more lateral and the polypropylene anchor came off the mesh." The anchor was not able to be removed from the pt. Another kit was opened and the procedure was successfully completed.